Manufacturer narrative:
The rv lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this right ventricular (rv) lead was exhibiting loss of capture. A chest x-ray revealed that the rv lead had dislodged. A revision was performed and this rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.